Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded the hydrophilic coated tube had been pulled proximally away from the jacket assembly; the corewire remained intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured microcables is consistent with the guidewire damage. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is to advise of an event observed during analysis confirming a disconnected hydrophilic tubing and fractured and exposed microcables.